Manufacturer narrative:
The insulin pump was received with not stuck in the manufacturing mode. The pump passed the sleep current measurement, active current measurement and displacement test. The insulin pump was received with normal operating currents. No unexpected low battery alarm noted. However, unexpected replace battery alarm noted in the pump history due to connector resistance. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector the pump was monitored and functioned properly. The pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
It was reported that the battery replaced within 2 days. The customer¿s blood glucose level was unknown. No further details provided. The insulin pump will be returned for analysis.